Manufacturer narrative:
An investigation was performed on retention and returned products for the reported lot number. Manufacturing batch record review did not uncover any abnormalities. Retention and returned products were tested with clinical negative serum sample and low concentration serum standards (2miu/ml hcg). Results were read at 5 and 6 minutes and all test devices produced expected negative results. Retention and returned devices were also tested with the returned patient serum sample. Results were read at 5 and 6 minutes and all devices tested produced positive results. The patient serum sample was sent out for quantitative analysis and the mean concentration of hcg found in the sample was 8.1 miu/ml. This is near the threshold of 10 miu/ml for this device and sample type. When testing samples with hcg-concentrations near cut-off, some positive results may occur. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.

Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on (B)(6) 2019, a (B)(6) year old female patient presented to the emergency department with an abdominal abscess. The cardinal health rapid test hcg combo 30t test taken was weakly positive therefore retested x4 in the emergency department and also 2x at the sister site resulting in weakly positive on the same kit lot. Serum beta quant result with same specimen on same date was 6.83miu/ml. There was no treatment provided or withheld based on the false positive result. Troubleshooting was discussed focusing on proper sampling technique, patient -specific factors and storage conditions.

Manufacturer narrative:
Correction to d4, complete UDI number submission.